Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to low blood glucose. The blood glucose reading at the time of the hospitalization was not reported. Troubleshooting was performed and the programming on the insulin pump was correct. The customer stated that she had just started on an insulin pump and was still adjusting to managing her blood glucose levels with the insulin pump.